Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic procedure. The procedure was completed without delay, with a possible reduction in image quality. It was reported to philips that the x-ray tube had failed, potentially impacting imaging. Review of the logfile shows grid leakage current out of range. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found a tube-related issue and grid switch error in the system. To resolve the issue, fse replaced x-ray tube and calibrated the system. The defective part was sent for failure analysis, for x ray tube failure was observed and the failure was found to be insufficient filament insulation caused by a defect between the filament and the cathode head. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed on the same system with a possible reduction in image quality. The procedure was finalized without a delay on the same system; is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the x-ray tube failed, which could impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.